Event description:
Event description cpi received information that this patient was experiencing spurious and inappropriate shocks, with a lead impedance greater than 2000 ohms. They performed an invasive procedure and found the endotak transvenous defibrillation lead (0062) to be coiled up, with the implantable cardioverter defibrillator (ICD) turned around in the pocket, and the set screw was also loose. They tightened the set screw, and capped the rate sensing portion of the (0062) lead. A cpi (0010) lead was also implanted.